Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Her blood glucose level was 424 mg/dl. The customer was feeling funny. The customer's health care provider told her to correct her high blood glucose level with twelve units of insulin using a syringe. The site was not changed every two to three days. The high pressure test passed. The device was not returned.